Event description:
The customer reported that a flame appeared on the device while inside the patient's abdomen. The surgeon was performing a laparoscopic left colectomy. There was no patient injury or burn. The surgeon opened a second instrument in order to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.